Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the abbott representative needed assistance with patient positioning on the patient electronic system (pes). It was confirmed that the patient had a left ventricular assist device. The pes was on an electrical bed and plugged into a power strip. The patient also had and internal cardiac defibrillator and pain stimulator implanted. The pes stayed at 99 % blue even when off the pillow. Global system for mobile communications (gsm) 4 bars. A reading was started without the patient on the pes, 99% blue and the reading was cancelled. The pes was manually powered off and back on. The pes was then moved to a wooden chair. A reading was started without patient on pes. White 25%. Attempted to cancel the reading but it was not cancelling, so they manually powered off the pes. They then unplugged the bed and moved the pes back to bed. Started reading without patient on pes. White 0% and cancelled the reading. Started reading with patient on pes and positioned the patient spine centered with their head on headrest. The reading was submitted and transmitted successfully (waveform: physiological). The cause of the problem was determined to be electromagnetic interference (emi).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.